Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is detached and not returned; the fiber/glass cap is fractured distal to uv glue zone. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph prostate procedure at 62,427 joules, ¿aiming beam fires straight out of fiber" was observed. "Fiber flashed and fires out end" was also noted. The second fiber used also observed the same issue at 68,632 joules was, ¿aiming beam fires straight out of fiber". The procedure was completed with the third fiber. Patient outcome: "ok" reported. This report is for the first fiber.

Manufacturer narrative:
(B)(4).